Event description:
When the package was opened, needle was bent off the side and was loose, would not retract.

Manufacturer narrative:
A device evaluation is anticipated but the device has not yet been received by cordis. Additional info will be submitted within 30 days of receipt.